Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was 259 mg/dl. Customer stated that there was no response from any button. Customer also reported that the time clock did not advanced. Customer reported that the screen was not completely blank, no alarms occurred during or after the time that the buttons were not responding, buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with frozen screen after battery installation due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.